Event description:
The facility's technician reported an infusion pump with an 812:02 failure code that was found during biomed testing. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.